Event description:
The customer stated, he was hospitalized for low blood glucose levels. Troubleshooting was performed and the insulin pump passed the required testing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.